Event description:
As reported by the user facility: after 23 hours and 15 minutes of treatment, the arterial line started leaking at the connection to the dialyzer. It was noted that the connection was loose, and action was taken to re-tighten the connection. There was no leaking noted for the first 2 hours and 15 minutes of treatment, the leak was very sudden and a steady flow. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used, contaminated, sample was provided for evaluation. The sample underwent visual inspection, and the set was assembled per drawing. Significant flash and divot was seen at the end of the arterial patient connector. A luer taper test was performed on all luers with passing results. The sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. No leakage was identified on any point of the set. Based on the investigation findings, the reported defect was not confirmed or replicated. The supplier evaluated the submitted samples through visual inspection and functional testing, including simulated aging and use conditions. No air bubbles were observed during testing. The reported defects (flash and divot on the luer cone) were confirmed not to impact product performance and were determined not to be the root cause of the complaint. No manufacturing, material, method, machine, measurement, manpower, or environmental issues were identified. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.